Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump¿s screen was deep scratched and had poor screen visibility due to low contrast as well as brightness. Customer also reported that end cap was loose. Customer¿s blood glucose was unknown. Customer stated that insulin pump had low alarm volume, reduced battery life, cracked case between battery cap and clip mount. Insulin pump will be returned for analysis.